Manufacturer narrative:
The pump was not returned for evaluation. A direct correlation between the device and the reported event could not be determined; however, the instructions for use lists driveline infection, sepsis, and renal failure as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 88 days. The pump will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to sepsis, renal failure, and metabolic acidosis. It was reported that the origin of the sepsis came from multiple unspecified sources. There was evidence of a driveline infection; however, no evidence of a pump pocket infection. The patient expiration was reported to be due to the patient's condition, and not due to the functionality of the pump, as the pump was operating as expected at the time of the event.